Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2025, a sales representative reported via email that an ar-9094-09l telescoping lag screw was inserted for a left hip during an intertrochanteric hip fracture on (B)(6) 2025. During the insertion, the surgeon turned the screw, causing its threads to shear off. As a result, adjustments had to be made to the ar-9094ar-080 anti-rotation screw, and the procedure required transitioning to a regular lag screw. This issue extended the operation by approximately one hour. The surgeon made efforts to retrieve as many of the broken metal threads as possible; however, some remained visible on the postoperative x-ray. Additionally, the anti-rotation screw required further adjustment and downsizing due to the issue. Despite the surgeon's attempts to remove the remaining fragments before closure, not all could be retrieved. This was discovered during use. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the threads of the telescoping lag screw, lt, 10.5 x 90mm, had sheared off. Scratches were also observed on the device. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error in using the device, which resulted in the user applying excessive mechanical forces upon insertion and not following the surgical technique. Trochanteric nail implant system 6. Pre-operative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for the proper implantation of the device.

Event description:
Additional information received on 5/20/2025: the ar-9094ar-080 anti-rotation screw was downsized due to complications with the ar-9094-09l telescoping lag screw. The case was completed using a traditional telescoping lag screw. At the conclusion of the procedure, the surgeon used forceps to remove metal fragments from the incision site, originating from the original left lag screw. The case experienced a significant delay; however, it remains unknown whether additional anesthesia was administered. At this time, no further surgery or additional incisions are necessary. The sales representative is unable to confirm whether the patient required hospitalization, experienced a reduction in quality of life, or their current health status. Additional information was received on 06/06/2025: the case was delayed about 80 minutes.